Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve-in-valve implant of the non-medtronic valve, the paravalvular leak (pvl) reduced to mild.

Event description:
It was reported that approximately (B)(6) following the implant of this 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm medtronic surgical aortic valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. No patient complications were reported as a result of this event. Additional information was received that the valve failed due to moderate paravalvular leak (pvl), and the patient experienced symptoms of hemodynamic instability/heart failure. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve nine days after the failed valve was identified.

Manufacturer narrative:
Updated data: b1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. H6. Annex e codes and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 6 months following the implant of this 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm medtronic (freestyle) surgical aortic valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. No patient complications were reported as a result of this event.